Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A field service engineer guided the customer through the drawer recovery process successfully and performed a reboot to reinitialize the pyxis app and hardware to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manage showing failed hardware. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.